Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® flashback blood collection needle, a thread bundle was attached to the rubber stopper. No patient impact reported.

Event description:
It was reported that while using bd vacutainer® flashback blood collection needle, a thread bundle was attached to the rubber stopper. No patient impact reported.

Manufacturer narrative:
H.6. Investigation summary: material #: 301746. Lot/batch #: 3206072. Bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for foreign matter was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.